Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt was admitted to the ER because their ins is 'malfunctioning' and 'firing inappropriately' and the pt is in extreme distress. Technical services (tss) asked and the pt doesn't have their external components with them. Caller asking for local rep, notes he tried calling managing doctor but he did not answer. This issue has not been resolved.